Manufacturer narrative:
Contra angle 132459 (2019) (collet) defective, repaired.

Event description:
In this event, it was reported that a contra angle 6:1 for vdw. Gold/silver would not hold files; no injury resulted.